Event description:
The hospital representative reported that a technician accidentally placed the wrong solution at the green station. They ran 15% clinosol with settings of 1.05 sg and a volume of 1080 ml, and other family group. The source container ran dry and was accidentally replaced with 10% travasol. No patient injury was reported.